Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery was non-functional when placed into a monitor and charger. Upon evaluation, the d6 diode was shorted and the fuse was open. The cause of the inability to power a monitor and charge is an open fuse. The cause of the open fuse is the shorted diode. The root cause of the shorted diode cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.